Manufacturer narrative:
Date received by manufacturer: 12dec2019. Date of report: 12dec2019. Date of report corrected to 12dec2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 11dec2019, date of report: 11dec2019, no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported o2 oxygen level issue. The manufacturer¿s field service engineer (fse) confirms the unit was at end of its life, and no parts are available for this unit. Case was closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The customer reported high (o2) oxygen level. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.